Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6), 2012, to remove excess skin overgrowth from around the abutment.

Manufacturer narrative:
Per the clinic, the patient was equipped with a longer abutment on (B)(6) 2012. The exchanged abutment is not available for analysis. The fixture stayed in situ at all times. This report is filed (B)(4) 2013. Implanted device remains.